Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "the surgeon noticed the completely uncoupled constrained acetabular insert from the cup on the x-ray. Therefore he performed a revision surgery to change the new constrained insert instead of it on the patient in 2009."